Event description:
During a typical atrial flutter procedure, optical issues resulted in a procedural delay. With the patient under general anesthesia, it was found that the catheter could not be reset when plugged into the tactisys quartz for baseline zero measurement. The tactisys was replaced but the issue persisted. The catheter was replaced which resolved the issue and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. The reported contact force issue could not be confirmed. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.